Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body is flooded, cable is flooded, cloudy image due to that main body is flooded, imaging is flooded, electrical contact is corroded, main body is scratched(lens) and stress boot on the head side is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to that imaging cable got flooded, the image is defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a poor contact. There were no reports of patient harm.